Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the failure was not reproduced, and the root cause could not be identified. A probable cause given was that an abnormal operation of printed circuit (dp and ap) boards occurred leading to this phenomenon. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had no error code during normal cases, and the entire screen went black. The test was interrupted, the power was turned back on, and the doctor was able to complete the procedure. The issue occurred during a diagnostic screening test procedure. The procedure was completed using the same set of equipment. No procedure extension was reported. There were no reports of patient harm.

Manufacturer narrative:
Establishment name shortened from "medical corporation baisullen tenpakubashi internal medicine endoscopy clinic" to "medical corporation baisullen tenpakubashi" due to system maximum character number restriction. Concomitant medical product shortened from "gif-h190n-evis exera lll gastrointestinal videoscope serial number/lot (B)(6)" to "gif-h190n-evis exera lll videoscope sn/lot (B)(6)" due to system maximum character number restriction. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.